Event description:
A pt experienced stimulation in the wrong location following a fall caused by a mild stroke. The pt had felt stimulation in her vagina and stomach instead of her back and legs. A broken recharger belt was noted. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/03/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed

Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button is intermittently unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.